Event description:
During laparoscopic tubal sterilization, the physician was attempting to place a fallopian tube clip on a pt's tube. The clip came apart and fell into the abdomen. A retrieval of the metal spring component was successful, but the plastic jaws component could not be located. Another clip was applied. No add'l surgery is planned to remove the foreign body and the pt did not require remedial treatment.